Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address a cup that was improperly placed. Update: receipt of legal papers further allege that the pt was implanted with mis-matched hip components. During pt's (B) (6) 2006 surgery, the surgeon implanted a metal liner with a femoral head that is intended only for poly articulation.